Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported air embolism was unable to be determined. The reported patient effect of embolism, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a patient presented with grade 4 degenerative mitral regurgitation (mr) for a mitraclip procedure. The steerable guide catheter (sgc) was in the anatomy. While the dilator was removed, air bubbles were observed in the anatomy. Aspiration was performed to remove the air. Four mitraclips were implanted during the procedure and the mr was reduced to grade 2-3. There were no adverse patient sequelae.